Event description:
It was reported that during a da vinci thyroidectomy procedure, harmonic curved shears insert's jaws were not in alignment during tissue dissection. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The harmonic curved shears insert was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the clamp arm based connection point was found not seated within the joints, therefore causing the clamp arm to be loose and misaligned at the assembly. The insert was installed on the harmonic instrument. Upon manual palpation of the input disc knobs to open and close the grip, the clamp arm dislodged and eventually fell off its slot. It was concluded that the damage to the clamp arm may have been due to mishandling from excess force applied to clamp arm. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.